Event description:
It was reported that the customer experienced a malfunction with the pump. There was no reported impact to the customer¿s blood glucose level as there was no information provided. The pump was reset after the malfunction, but the error persisted, and the device was scheduled to be returned for further investigation with a replacement pump planned for distribution.